Event description:
The email received from the (B)(4) study indicated that the patient experienced mi, coronary artery restenosis, and coronary artery thrombosis (B)(6) months post index procedure. At the time of index procedure, the patient underwent implantation of 3.5x13 mm and 2.5x18 mm cypher rx stents in the proximal left anterior descending artery that was described as 26 mm in length. Approximately (B)(6) months post index procedure, the patient experienced mi which was revealed through ECG and cardiac enzymes tests. It was reported that the pci was performed in a new de novo lad lesion. The lesion was described as 15 mm in length, class c, thrombotic, and 100% occluded that was treated with a resolute des along with a thrombectomy. Per cath report, the cypher stent was adequately expanded and apposed, but there was a severe distal lesion in present which was de novo with possible distal in des restenosis. The lesion was within 5 mm of index stent. The site reported that there was pre-existing thrombosis and there was mo indication of dissection. There was good wall apposition of index stent.

Manufacturer narrative:
Complaint conclusion: the email received from the (B)(4) study indicated that the patient experienced mi, coronary artery restenosis, and coronary artery thrombosis (B)(6) months post index procedure. This is an unknown patient. At the time of index procedure, the patient underwent implantation of 3.5x13 mm and 2.5x18 mm cypher rx stents in the proximal left anterior descending artery that was described as 26 mm in length. Approximately (B)(6) months post index procedure, the patient experienced mi which was revealed through ECG and cardiac enzymes tests. It was reported that the pci was performed in a new de novo lad lesion. The lesion was described as 15 mm in length, class c, thrombotic, and 100% occluded that was treated with a resolute des along with a thrombectomy. Per cath report, the cypher stent was adequately expanded and apposed, but there was a severe distal lesion in present which was de novo with possible distal in des restenosis. The lesion was within 5 mm of index stent. The site reported that there was pre-existing thrombosis and there was no indication of dissection. There was good wall apposition of index stent. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15178867 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis, thrombosis and mi are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. There are patient, medication and lesion characteristics that may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00470 and 3003742446-2012-00471.